Manufacturer narrative:
Since the complaint device was not returned, a physical evaluation of the device was not performed. However, the complaint allegation is not confirmed without the device being returned or any photos provided. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On the 15th february 2024 it was advised by a sales rep that an ar-8944-22, (drill bit, 2.0 mm) - batch# unknown was reported as the surgeon was using the 2mm drill and it snapped off inside the drill hole when drilling to insert a 3mm cortex screw in a maxforce plate. There was a case and patient involvement.